Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced chronic severe adverse reactions, contracted mesh, abscesses, infection, fluid collections, seromas, serosal tear, chronic pain and inflammation, dense fibrosis, adhesions, recurrent hernias, additional surgery, physical injury and pain and mental anguish, permanent and severe scarring. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided.